Event description:
The uterus was sounded to 7 cm. Thermal balloon was placed and inflated with approx. 6 ccs. Of sterile water. Appropriate intrauterine pressures were obtained. Machine indicated water was heating to 87 degrees centigrade. Procedure was well into 8 minutes of thermal destruction of the endometrium when it was noted that the intrauterine pressures were falling & had fallen greater than 50 mm hg. Balloon was withdrawn & it was noted that there was no heat to the thermal end of the balloon. Close adherence to performing all of the steps as listed in the proceudre was undertaken again. However, with insertion of a 2nd thermal balloon, it was noted that the balloon seemed to go into the intrauterine cavity slightly farther to approx. 8 cm at this time. Attempts to achieve intra-uterine presssures were not successful, in spite of again close adherence to the instructions. A laparoscopy was performed & uterine perforation was noted. It was just right of the midline & was oozing fairly profusely. Hemostasis was obtained in the area of the perforation.